Event description:
It was reported that during a trial, a patient went to the bathroom and when he came back, he had everything in his hand. There was no longer anything connected to the patient¿s back. The patient told someone that it came out. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).